Event description:
Information received indicates the brake would lock and hold but the caster would rotate if pushed on side.

Manufacturer narrative:
The technician replaced the casters to repair the stretcher.